Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors under infused during infusion. The infusers did not fully infuse the medication within the scheduled 48 hours. The medication infusion had to be continued for an additional 24 hours to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 21-22, 2024. H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.